Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, plunger bypassed the lens. Additional information has received and it states that the procedure was completed on the same day with another unspecified lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).